Manufacturer narrative:
(B)(4). To date the incident generator has not been received for evaluation. If the unit is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a procedure to remove a polyp, a non-covidien rotatable snare was inserted into the unit with an e6008 footswitch. It was reported the unit activated on its own and the patient received a minor burn to the colon. There was no perforation to the colon and the patient is reported as doing fine, as the burn was described as minor and did not require treatment. The site has tested the unit on-site and was not able to duplicate the reported condition of the generator activating on its own.